Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial leadless pacemaker exhibited loss of capture. X-ray imaging was performed and no anomalies were found. Programming changes were made. The patient will continue to be monitored. The patient was stable.